Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -10.5/2.0/90 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The surgeon reports there was hyphema. On (B)(6) 2024 the lens was explanted and the problem was resolved. Surgeon additionally noted the patient's vision count fingers at 40cm, the iop is normal. The cause of the event was reported as unknown.